Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced significant bleeding from his post-surgical site. Subsequently, the patient visited the ER and the wound was closed. The implanted device remains insitu.